Manufacturer narrative:
(B)(6). Visual assessment confirmed the reported breakage. The distal tip of each anchor has broken at the suture eyelet. Dimensional assessment of the anchors major diameter found it within print specifications. The inserter tines that interface with the anchor were also noted to be bent on each inserter. This condition is consistent with off axis insertion. After the evaluation a definitive root cause for the reported issue could not be determined. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the implants broke. The case was a rotator cuff repair. The devices broke in the patient and were removed. A backup was available to complete the procedure. There were not reported patient injuries. No other complications were noted.